Manufacturer narrative:
It was reported that the 55-year-old nurse sustained a fracture of the 5th toe of the right foot, received pain relief medications, and syndactyly of the toe (splinting of the toes) was performed. It was also confirmed that the patient was not injured. The table was inspected by a baxter technician and it was confirmed that is was functioning as designed. It was also noted that during the reported event the table was likely in the down position, and when the trendelenburg function was used, the lower part of the table top inadvertently ended up resting on a plastic receptacle that lifted one of the table's brakes. The receptacle was suddenly expelled and the table fell back onto the practitioner's foot. The mars table is intended to be used in conjunction with the tabletop sections and accessories for patient positioning during surgery, ranging from anesthesia induction through actual surgery to recovery from anesthesia, patient transportation on the operating tabletop, from a patient transfer system to the operating theatre or from the operating theatre to a patient transfer system. The desired position of the table can be controlled using the device's column keypad, foot control or the device's remote control. The device IFU states: "check that all electrical and mechanical functions parts of the operating table, including accessories, are not damaged and in good working order before using them. Defective or damaged products may not be used. Risk of collision when adjusting the operating table! Perform all patient repositioning in a controlled and responsible manner. Monitor all electronically supported functions and movements on the operating table until they reach their end positions to rule out any risks to the patient or material damage to the operating table, the equipment or furnishings. Pay close attention that no surgical draping, tubing or other objects come in contact with moveable parts and get caught by them. Pay particular attention to the operating table when lowering, since the table top may collide with other operating accessories lying below it, or it may even contact the floor if it is set in an extreme position." In this case, the nurse sustained a fracture of the 5th toe, and at this time, it is unknown if the event resulted in a permanent impairment of a body function or permanent damage to a body structure. However, the syndactyly treatment performed is considered a medical intervention completed to preclude permanent impairment of body function or permanent damage to a body structure, concluding that a serious injury occurred. Additionally, there was no device malfunction identified, and the reported event was likely caused by a use error misuse of the device, as the sudden shift of the table was due to the presence of foreign plastic material. Prevention of this type of event is outlined is the device IFU as noted above.

Event description:
It was reported that during a gynecological surgery procedure on a mars 2.05 table, while the patient was placed in trendelenburg position, the table shifted abruptly, injuring the nurse's foot and also causing the patient to slip. The customer also reported that the presence of material under the table was a possible contributing factor, and the table appeared to be fully functional. This report was filed in our complaint handling system as complaint #: (B)(4).